Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2010. A revision procedure was performed on an unknown date to replace all components with competitor cement spacers and a cable due to infection. A re-implantation procedure occurred on (B)(6) 2012. Another revision procedure was performed on (B)(6) 2015 due to recurrent infection and all components were replaced with biomet cement spacers.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction.¿ this report is number 5 of 9 mdrs filed for the same event (reference 1825034-2015- 00422 & 00453 / 00460).